Event description:
Procedure: unk, sex: unk. According to the reporter: the staples were placed but knife blade did not advance - ligated with no division. The surgeon noticed immediately that the staples were not present and the instrument failed to cut. Another lds instrument was used to transect tissue. There was no adverse blood loss and surgery time delay was no more than 5 minutes. However, damaged tissue was excised and new tissue was stapled and cut.